Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an excessive amount of air removed from the cartridge during the load process. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge successfully.